Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling occurred during testing. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked casing at a display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked casing at a reservoir tube window corner, cracked reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that her button presses on the insulin pump triggered the screen to scroll on its own. The pump then alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.